Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during da vinci-assisted surgical procedure, the jaws of fenestrated bipolar forceps instrument were not moving correctly. The instrument and drape were both re-seated and there was no change. The procedure was completed with no reported injury.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.340¿ offset at the tips. The grips and other components adjacent to this bent grip did not show damage.

Event description:
Refer to h10/h11 for follow-up information.